Event description:
I had a total knee replacement. The doctor made a remark that I put the wrong joint, I put one that was too big. I went and got all the reports from the hospital where the surgery was done. I went for a second opinion. While going through the reports, I noticed that every part had a bar code label except for the patella. It was written in pen. When I went to the new doctor, he planned on taking the joint out and putting a new joint in. Unfortunately, it can't be removed, it is too dangerous. It is a hammered in joint, not a cemented joint. The risk is splitting the bone and being crippled for the rest of my life. It is one year old and the doctor says it looks over 5 years old. It is 2 inches bigger than my other knee and the patella is 1 inch lower than the other knee. I believed it was caused because there was no bar code label verifying the actual size of the patella. The joint was made by zimmer corp. I contacted zimmer, but when I mentioned that there was no bar code label for the patella they refused to talk to me. Any help as to where there was a recall on the parts that was used would be very helpful. You know they don't last forever and when it needs to be changed, I'm just out of luck. The doctor says, he would do more me more harm than good. The knee does not bend or straighten, I have a bad limp, and I'm in constant pain with swelling. I also have to have a bone scan done at least once a year to see if the bone has developed fractures in it.